Event description:
A ventilator was returned to the manufacturer for a bluetooth upgrade. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, particles were verified in the airpath. The unit is not needed for inventory and was scrapped.